Event description:
Additional information received reported the initial programming one week prior to report was not a great success. It was noted they left the program as it was and they left the ins on. It was noted a follow-up on the morning of report indicated there was no benefit and additional programming resulted with no change. It was stated a lead scan position was up 3mm anterior. It was noted the health care professional wanted to perform a dual lead stimulation test intra-operatively with another lead 3mm anterior to the existing ventral intermediate nucleus (vim).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID: 37602, serial# (B)(4)implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID: 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. (B)(4)

Event description:
It was later reported that there was going to be a revision surgery in the future. There was no issue with the stimloc. The healthcare professional's plan was to implant 2 leads in the same vim.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported there were no lead fractures. It was stated the patient had stage 1 done on 2014-(B)(6) and stage 2 done on 2014-(B)(6). It was noted the patient was able to have an magnetic resonance image (MRI) and the lead location was not optimal. It was stated surgery was scheduled. It was noted the patient would have initial programming performed on 2014-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
It was later reported that the lead was moved back to the ventral intermediate nucleus (vim) placement in (B)(6) 2014. Programming combinations were being attempted in order to provide the patient with tremor control. Mapping had shown that only c+0-1- provided tremor control in the upper arms. It was noted that this was achieved at 7v, 90 pw, and 160 hz. Patient's settings were now at 5v, 120 pw and 160hz and this was able to have some tremor control. It was noted that the control was lost around 6-6.5v.

Event description:
It was reported, the patient was seen one day prior to report and they wanted to do a head magnetic resonance imaging (MRI). It was stated, they had elevated impedances. It was noted contact 3 was not used in programming. It was noted no x-rays had been performed to see if there were any connection issues. It was noted, they wanted to do an MRI because, the patient¿s lead was not positioned where it should be. It was stated, the lead position had been an issue since the implant and there was no allegation of a lead migration. It was further reported, it was unknown if any x-rays were performed. It was noted, it was unknown if any interventions were taken and the patient outcome was unknown. It was further reported, the impedances were checked on the day of report and they were all in normal range. It was stated 1-1.5 weeks prior to report, the impedances were high on c3 but it was now in a healthy range. Additional information received reported, the doctor wanted the MRI performed because, they felt the leads were not optimally placed. It was stated, the surgeon planned to take ¿it out¿ and put a new one back in, regarding the leads. It was noted, the device worked properly but the settings were higher. Additional information received reported the physicians were ¿looking at possibly moving the lead.¿ it was noted, the patient did not have optimal benefit from it based on the lead placement. It was stated impedances showed no problems. It was noted nothing was out of range and both generators were off.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0b3p2 ,implanted: (B)(6) 2013, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID: 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0fgjj, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional review of the file indicated that the following information does not pertain to this device and will now be captured under regulatory report # 3004209178-2014-10020 going forward. Additional information received reported there were no lead fractures. It was stated the patient had stage 1 done on (B)(6) 2014 and stage 2 done on (B)(6) 2014. It was noted the patient was able to have an magnetic resonance image (MRI) and the lead location was not optimal. It was stated surgery was scheduled. It was noted the patient would have initial programming performed on (B)(6) 2014. It was later reported that the lead was moved back to the ventral intermediate nucleus (vim) placement in (B)(6) 2014. Programming combinations were being attempted in order to provide the patient with tremor control. Mapping had shown that only c+0-1- provided tremor control in the upper arms. It was noted that this was achieved at 7v, 90 pw, and 160 hz. Patient's settings were now at 5v, 120 pw and 160hz and this was able to have some tremor control. It was noted that the control was lost around 6-6.5v. Additional information received reported the initial programming one week prior to report was not a great success. It was noted they left the program as it was and they left the ins on. It was noted a follow-up on the morning of report indicated there was no benefit and additional programming resulted with no change. It was stated a lead scan position was up 3mm anterior. It was noted the health care professional wanted to perform a dual lead stimulation test intra-operatively with another lead 3mm anterior to the existing ventral intermediate nucleus (vim). It was later reported that there was going to be a revision surgery in the future. There was no issue with the stimloc. The healthcare professional's plan was to implant 2 leads in the same vim. It was later reported that there was a surgical procedure to reposition the left lead. The reason was unknown but it was noted that the patient had already had 3 repositions.